Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The guide tooth of the lead was extrinsically damaged. Visual analysis of the lead indicated apparent explant damage. The analyst noted that there was no insulation breach was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting low pacing impedance. The lead remains in use but is scheduled for revision. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was decreasing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was later confirmed to have been explanted and replaced with defective insulation noted. It was also reported that the cardiac resynchronization therapy defibrillator (crt-d) had rotated 180 degrees in the pocket. The crt-d was also explanted and replaced.